Event description:
It was reported that the conical tip fell off inside the leg during low leg operation. Traditional (open) vein harvesting has been done to retrieve the conical tip out of the leg. No pt complications were reported and the pt was reported to be doing fine post-op.

Manufacturer narrative:
Visual inspection verifies that the conical tip is detached from cannula. The complaint is confirmed.